Event description:
The customer stated that the axsym folate reagent cap is defective. An error code #5010 (motor step loss, solution 4 pump, sampling center) and error code# 5013 (motor step loss, probe up/down, sample center) has occurred due to this issue. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.